Event description:
It was reported that the patient was very happy with his pump, but then developed a granuloma. The patient had the pump removed because of the granuloma. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu _unknown_cath, serial# unknown, product type: catheter. (B)(4). The pump serial number is unknown, so it is unclear which specific recall number from the following list is applicable for this event: z-1142-2008; z-1143-2008; z-1144-2008; z-1145-2008; z-1146-2008; z-1147-2008; z-1148-2008; z-1149-2008; z-1150-2008; z-1151-2008; z-1152-2008; z-1153-2008; z-1154-2008.

Event description:
Additional information received reported that the reporter had not heard from the patient he had spoken to at ¿pumpsters¿ and he was not comfortable giving out information. No information could be obtained.